Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized due to subdural hematoma. The patient was taking the anticoagulants aspirin and warfarin at the time of the event. The patient was in normal state of health until onset of frontal headaches on (B)(6) 2018. These continued intermittently for four days. The patient was seen in the outpatient clinic on (B)(6) 2018. Head CT scan revealed likely chronic loculated subdural hematomas. Serial head CT scans showed stable appearance of chronic subdural hematomas. CT scan had found bilateral frontoparietal subdural collections, which appeared to represent chronic hematomas with loculation, though acute components could not be excluded. Additional areas of possible thin acute hemorrhage were observed along the falx superiorly. Mild mass effect associated with the collections were observed, which were likely superimposed on baseline prominent extra-axial spaces at the superior convexities. There was reportedly no evidence of parenchymal hemorrhage. No acute transcortical infarct. No midline shift or herniation. Aspirin was discontinued and the patient¿s inr goal was changed to 1.8 - 2.2. Lisinopril had been increased on (B)(6) 2018 due to hypertension and headache noted on phone call. Then lisinopril and carvedilol were increased in the hospital. The event reportedly resolved on (B)(6) 2018 and the patient was discharged on (B)(6) 2018. The plan was to hold aspirin and lower inr goal and coumadin dose. No other interventions. The clinical team would repeat head CT scan if there are any recurrent symptoms.

Manufacturer narrative:
Device evaluation: the patient remains on lvad support. A correlation between the device and the reported event could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.